Event description:
It was reported that the patient had a blood patch for a spinal headache. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal. It was later reported that as of (B)(6) 2014, that patient had had two blood patches and still had a headache. The patient was being transferred to a skilled nursing facility. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).